Event description:
It was reported that the right atrial (ra) lead of this implantable device system exhibited under sensing. No further information was provided. No adverse patient effects were reported. Currently, this device remains in service.